Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support (cts) educated the customer regarding cartridge/insulin labeling. Cts guided the customer through priming the air bubbles out. Customer's blood glucose ranged from 232-233 mg/dl.